Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, no cassette alarm was noted. Subsequently, the pump was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: d3, d5, d10, e4, g2, g5, h3, h6. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed labels are undamaged; device in good condition, no physical damage was found on the pump. Event history log showed no disposable" messages. No disposable alarm testing ran as per procedure, passed testing. During functional check, the reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all testing. Root cause of the reported issue is unknown. No action taken.